Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new devices were slow to authenticate when logging into pyxis station. The technical support specialist worked with local information technology team to update network settings on all five new devices. Due to firewall settings, the new devices required the original internal protocol addresses assigned to the old devices. The information technology team configured the switch port and dynamic host configuration protocol server to assign the original internal protocol addresses to the new devices, which resolving the authentication issue. The system functioned as intended after the technical support specialist and information technology team resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the stations were very slow to login and were unable to launch the application after the reboot. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and took 20 seconds to login. However, there were no adverse events or injuries reported based on this event.